Event description:
This lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that the lead has pulled back. Wants to have the device in aai mode and turn off ICD therapies. The physician was dr. (B)(6). Patient has a history. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).